Event description:
Caller reported a malfunction on the pump, which resulted in their blood glucose level rising to 576 mg/dl. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance beyond routine support. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.